Event description:
This complaint is now reportable based on the analysis completed in 2006. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. A 2.75x24mm taxus express2 drug eluting stent was advanced toward the rca, but it did not cross the lesion. The procedure was completed with another taxus express2 drug eluting stent of the same size. There were no pt complications. The pt status is listed as satisfactory.

Manufacturer narrative:
Visual examination of the returned device found a severe kink located at approx 25.5 centimeters distal to the distal end of the strain relief. Microscopic examination of the crimped stent found both proximal and distal stent damage. Microscopic examination of the balloon found no issues. The recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the mfg record for this particular batch #8000488 shows that the device met its material, assembly and product specs at the time of its release to distribution. The root cause of the stent damage could not be determined.